Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that when reservoir is half full, no delivery is received. Customer's blood glucose was 180 mg/dl. Customer was not able to troubleshoot as was able to clear issue with a rewind prime. Customer will monitor insulin pump and call back should issue arise. No further information provided.